Manufacturer narrative:
The sample was returned for evaluation. Visual inspection, and performance tests were performed, and the device was found to be functioning per specifications. The customer reported malfunction could not be verified. (B)(4).

Event description:
It was reported by a customer that, during the prior to use test, the head nurse noticed that the tracheal tube cuff could not be deflated. There was no patient involvement.

Manufacturer narrative:
(B)(4)